Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found the light cover glass was chipped, the adhesive on the light cover glass was worn, the adhesive on the optical cover glass was worn, the adhesive on the distal end was lifting, the distal end cap was worn, the colored rings on the control body aspiration housing and air/water housing were worn, switch 1 had a hole, the light guide tube had minor marks of damage, the plug body production labels were damaged, the scope connector had signs of water ingress, and the up, down, right, and left angulations were out of specification and had excess play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope angulation wheel was broken. The issue was found during regular maintenance. The device was returned for evaluation. During the device evaluation, foreign material was found in the air/water channel which constitutes a reportable malfunction. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the air/water channel could not be identified. However, it¿s likely the cause is related to improper reprocessing due to leakage occurring from the remote switch 1. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.